Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support to wait until prompted during the load process to remove the used cartridge and acknowledged understanding. Technical support assisted the caller in loading a new cartridge using the proper technique.